Event description:
A customer reported that the units of measurement setting of their freestyle flash meter changed. The customer also observed an error 4 message during the insertion of a test strip. There was no report of death, serious injury or mistreatment associated with this event. The customer's meter has been returned; investigations are underway.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.